Event description:
A malfunction with code malf 16 occurred, and the pump was experiencing issues with the buttons and charging. There was no adverse impact on the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. The customer was advised to switch to multiple daily injections as a backup therapy to ensure insulin delivery and was informed about the instructions for properly returning the pump. Tandem technical support confirmed the shipping address and will replace the faulty pump.